Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd facslyric¿ biohazardous waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: fluid leakage from the sit has been reported when the instrument is performing a sit wash. Massaging the pipe broke the obstruction. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid was the leak contained within the instrument? (If not contained, go to question #3. If contained, no further questions required.): not contained was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no

Event description:
It was reported that during use with a bd facslyric¿ biohazardous waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: fluid leakage from the sit has been reported when the instrument is performing a sit wash. Massaging the pipe broke the obstruction. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, go to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. 5. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. Complaint trend: there are 21 complaints related to the leakage of biohazard not contained within the instrument. Date range from (B)(6) 2021 to date (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000246-105722675-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a blockage in the v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The customer had initially reported that the instrument would leak outside of the instrument during the sit flush and a remote assistance work order was opened. Before a tsr (technical service representative) could assist the customer in the repair, the customer found a small clog in the v8 tubing and cleared it by massaging the tubing. After the repair, the instrument was reported to be functioning properly with no further leakages. No parts were requested for evaluation as there were no replaced parts. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. Proper daily and monthly cleaning and maintenance can help maintain a healthy system, and instructions can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 02302771, case # (B)(4). Install date: (B)(6) 2018. Defective part number: n/a. Work order notes: subject / reported: 659180 - facslyric - dripping during sit flush. Problem description: the customer reports that liquid drips from the sit when the instrument is performing a sit flush. Work performed: n/a. Cause: n/a. Solution: n/a. Internal notes: dries renmans 2022 (B)(6) 14:53:03z: further action, helpdesk-callback customer. Massaged v8 tubing. The customer could feel a clog, which he was able to break up. Flushed the line by performing a few sit flushes. No further dripping found. Monitoring. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. Azure ID: 89169. ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr. Libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog in the v8 pinch valve tubing. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog in the v8 pinch valve tubing. The customer found a clog in the pinch valve tubing and was able to clear it by massaging the tubing. After the adjustment, the instrument was reported to be functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety.